Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. While changing the cartridge a cartridge change error occurred. The customer loaded a new cartridge to resolve the change error and an obstruction that was covering speaker holes was removed to clear the altitude alarm. Pump therapy was resumed. Customer¿s blood glucose level was 400-565 mg/dl and an insulin injection was administered to address bg.